Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device type: location of device: uterus") and basedow's disease ("autoimmune disorder type of disorder: graves disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone any essure confirmation test". Concomitant products included clonazepam. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), allergy to metals ("nickel allergy"), fatigue ("fatigue,") and rash ("rashes or skin conditions type: rashes on arms"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain lower ("left lower abdominal pain"), neuralgia ("nerve pain down left leg/in feet") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and hysterectomy with removal of the devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, basedow's disease, dysmenorrhoea, menorrhagia, anxiety, depression, fatigue, rash and abdominal pain lower outcome was unknown and the neuralgia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, basedow's disease, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, neuralgia, pelvic pain and rash to be related to essure. The reporter commented: could not place right coil doctor was unable to place the essure in the right tube, so he then tried to left side, but apparently was only able to partially cannulate the left fallopian tube due to tubal spasm discrepancy of date of removal (B)(6) 2017. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:event graves disease, device expulsion, nickel allergy, fatigue, rashes on arms, lower abdominal pain, neuralgia, abdominal pain, device monitoring procedure not performed added. Outcome of event nerve pain added as recovered and abdominal pain added as recovering. Concomitant medication added. Reporter added and case got medically confirmed yes. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device type: location of device: uterus"), pelvic pain ("pelvic pain") and basedow's disease ("autoimmune disorder type of disorder: graves disease") in an adult female patient who had essure (batch no. E66863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone any essure confirmation test". The patient's medical history included anxiety disorder, asthma, depression and rheumatoid arthritis. Concurrent conditions included polycystic ovarian syndrome. Concomitant products included clonazepam. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), allergy to metals ("nickel allergy"), fatigue ("fatigue,") and rash ("rashes or skin conditions type: rashes on arms"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain lower ("left lower abdominal pain"), neuralgia ("nerve pain down left leg/in feet") and abdominal pain ("adbominal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and hysterectomy with removal of the devices). Essure was removed on 25-sep-2017. At the time of the report, the device expulsion, pelvic pain, basedow's disease, dysmenorrhoea, menorrhagia, anxiety, depression, fatigue, rash and abdominal pain lower outcome was unknown and the neuralgia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, basedow's disease, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, neuralgia, pelvic pain and rash to be related to essure. The reporter commented: could not place right coil doctor was unable to place the essure in the right tube, so he then tried to left side, but apparently was only able to partially cannulate the left fallopian tube due to tubal spasm. The right tube was very lateral and with tubal spasm to the point that even after several minutes we were unable to place the right essure device. The number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy of date of removal 06-sep-2017 diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on 19-jul-2017: negative. Smear cervix - on 25-apr-2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device type: location of device: uterus"), pelvic pain ("pelvic pain") and basedow's disease ("autoimmune disorder type of disorder: graves disease") in a female patient who had essure (batch no: e66863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone any essure confirmation test". The patient's medical history included anxiety disorder, asthma, depression and rheumatoid arthritis. Concurrent conditions included polycystic ovarian syndrome. Concomitant products included clonazepam. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), allergy to metals ("nickel allergy"), fatigue ("fatigue,") and rash ("rashes or skin conditions type: rashes on arms"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain lower ("left lower abdominal pain"), neuralgia ("nerve pain down left leg/in feet") and abdominal pain ("adbominal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and hysterectomy with removal of the devices). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, basedow's disease, dysmenorrhoea, menorrhagia, anxiety, depression, fatigue, rash and abdominal pain lower outcome was unknown and the neuralgia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, basedow's disease, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, neuralgia, pelvic pain and rash to be related to essure. The reporter commented: could not place right coil doctor was unable to place the essure in the right tube, so he then tried to left side, but apparently was only able to partially cannulate the left fallopian tube due to tubal spasm. The right tube was very lateral and with tubal spasm to the point that even after several minutes we were unable to place the right essure device. The number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy of date of removal on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2017: negative. Smear cervix : on (B)(6) 2017: negative. Most recent follow-up information incorporated above includes: on 31-jan-2019: mr received. Reporters information updated. Lot no. Added. Lab data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.